Event description:
While obtaining a 12 lead EKG on a patient, I noticed the machine wasn't scanning the patients ID band and noted the cord was twisted. When I went to untwist the cord, the cord was hot, started melting and even had a small flame. Room smelled of burnt cord. Equipment was unplugged and work order placed and set out of use for repair. This issue had previously occurred in [redacted] at another hospital in the healthcare system. There is a weak engineering solution and staff can still put the acquisition module in the wrong way. Manufacturer response for electrocardiograph, mac (per site reporter). In [redacted], this issue had occurred, and ge's response was to purchase and install part number 2096724-057. This part is a new acquisition holder with better instructions on how to place the acquisition module in the holder. This part number and solution was not issued out widely, but only to the site that had the original issue.